Event description:
Customer reported a no delivery alarm and declined any troubleshooting. Customer stated that she changed the infusion set and reconnected and the insulin pump was working fine. Customer's current blood glucose reading is 70 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.